Event description:
The customer reported to olympus, the bronchovideoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the insertion section soft tube coating was removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed; water tightness was lost due to a pinhole in the bending section cover. In addition to the malfunction reported in section b5 the following findings were discovered; the electrical connector had corrosion due to water leakage, the bending angle in up direction did not meet the standard value due to wear of angle wire, forceps could not be inserted smoothly due to a dent on the channel tube, the image guide bundle had significant breakages, the connecting tube had a dent, and the universal cord had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the coating on insertion tube peeled off due to stress of repeated use, external factors, or handling. The following is includd in the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.